Event description:
While performing angiogram with bilateral runoff and stent to the right femoral artery, the radiologist noted that the tip of the 4fr omniflush cook catheter was "split" and appeared to separate. A snare was used to successfully retrieve the fragment. Pt was not seriously injured and no intervention required other than to snare the fragment. Guidewire exchanged.